Event description:
It was reported that during the ipg repositioning the patient had experienced high impedance issues. Surgical intervention took place where the lead was explanted and replaced. Therapy restored. Related manufacturer reference number: 3006705815-2023-03393.